Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant in his left hip on or about (B)(6) 2008. Patient experienced potential cobalt and/or chromium poisoning, as well as constant pain. Patient has not yet had the left-side asr hip implant explanted.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed. Should additional information be received, the investigation will be re-opened.